Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Physical samples 12-feb-2025 one user serter device was returned for analysis and was unable to perform tests for leakage on this. Reference samples the complaint (B)(4) has been evaluated. The batch 6007646 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples buid-umd version 12 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version8 version39 test on returned reference samples, 10 samples out of 10 samples passed the test. Functional test 1 according to with wi version10 test on returned reference samples, 10 samples out 10 of samples passed the test. A batch record review was conducted resulting in the following: the lot 6007646 was manufactured according to the document version 74 on the packing process in the machine l192, on 14/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing leakage event on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6007646 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 12 for the code "leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing)." Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 8 and version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 10test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007646 was manufactured according to the document version 74 on the packing process in the machine l192, on 14/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 6007646 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 08, version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. Batch review the lot 6007646 was manufactured according to the documen version 74 on the packing process in the machine l192, on 14/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.